Event description:
It was reported that the insulin gauge was inaccurate and static. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.